Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer did not receive a low battery alert prior to the off no power alert. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had iop test failure at 10:01 am error. The customer was able to clear the alarm and able to rewind the insulin pump. The customer performed the self test and they were able to passed the test. The insulin pump will not be returned for analysis.